Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient needs an MRI but cannot interrogate the implant, they asked for contact with a local manufacturer representative (rep). Troubleshooting steps have not resolved the issue. Technical services forwarded the request to local field staff and referred him to his hcp as well. The patient has been notified that they should call back if their issue is not resolved permanently. No symptoms were reported. Additional information was received from the rep reporting that cause of inability to interrogate was the ins was totally depleted and has been for many years. The patient has not used the ins for many years, therefore has not been recharging it. It was confirmed that the ins was overdischarged, unknown how many overdischarges there have been. A physician rest has been attempted many times since last week to no available. Issue was not resolved. The rep followed up on 2025-dec-08 and the patient could not get the device to recharge. No more attempts will be made to get the ins recharged, the patient does not wish to use it anymore. A discussion had been made last week about other possible options for scanning in the event of an MRI scan not being possible. The patient was happy with these options and was going to follow up. The patient will not have the ins explanted.